Manufacturer narrative:
No malfunction of the power wheelchair suspected. The end user grabbed the controller to transfer into the power wheelchair and fell. Hoveround's owner's manual warns end user "to reduce the chance of serious injury or death... From falling from the power wheelchair, do not put weight on the footplate, armrest, or controller while getting into or out of the power wheelchair."

Event description:
End user fell while transferring into the power wheelchair. End user was reportedly hospitalized as a result.